Event description:
It was reported that the patient was unable to attach the ilet connector when attempting a supply change, resulting in a temporary interruption of pump therapy and a highest reported blood glucose of 258 mg/dl; the issue involved a fitting problem with the connector/coupler, and the patient used subcutaneous insulin via pen while troubleshooting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Customer care performed investigative communication with the patient, review of user-provided video and photos, and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a fitting issue of the connector/coupler; after trying a newer connector from a different lot, the patient was able to attach the connector without further issues. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.